Event description:
One patient urine sample with discrepant leukocyte results. Initial result negative. Sample repeated and visually read, result was also negative. Sample then tested using a third method, result of >100 leukocytes/ul. No information provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancy. Returned customer materials and retention materials were tested and performed within specification.